Event description:
Perforated uterus - requires keeping the pt for approx four hours and performing a hematocrit check prior to releasing the pt. Follow-up is per the attending physician's protocol for perforated uterus. Uterine ablation may be rescheduled in three months. Pt was being treated for abnormal uterine bleeding prior to laparoscopic tubal ligation. The attending physician first performed a hysteroscopy and sounded the uterus at 8cm. Physician inserted the her option control unit into the left cornu of the uterus to freeze the uterine lining. The physician initiated the freeze cycle but immediately turned off the device when he realized that the control unit was inserted to the 13/14cm marking. The physician resounded the uterus and the sound probe went all the way in. The physician proceeded to perform the laparoscopic tubal ligation at which time he found two perforations in the uterus, one on each cornu.